Manufacturer narrative:
We received one 746f8 catheter with attached monoject 1.5cc limited volume syringe for examination. The reported event of "blood leakage occurred during use" was confirmed. Pre-decontamination examination confirmed blood in the optic connector. The connector was removed to clear the blood from the optics lumen. During flushing of the optics lumen the catheter was found to have 1 small puncture in the catheter body 26.5cm proximal of the catheter tip. The puncture was found to enter the distal and optics lumens. The puncture is 0.017" across. Leak testing confirmed both of the proximal lumens were patent and did not leak. The balloon inflated clear and concentric and did not leak. The eeprom data was found to be normal, both the stored data and the computed data matched. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that blood leakage occurred during use with the swan-ganz catheter. No patient injury was reported. Further follow up with the customer indicated it was unknown where the actual leakage occurred on the catheter. No patient complications were reported.